Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. Plv alarms are visible on the logs together with occlusion alarms. With the available data's from the logs, the issue appeared with adult patients. The set tidal volume was not achievable with the maximum allowed airway pressure (ppeak upper alarm limit -5mbar), therefore the plv (pressure limited ventilation) lung protection safety feature has kicked-in as designed and the machine has alarmed accordingly alarm 105 - "volume low (plv pressure-limited)".

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, vyaire ts received logs dated from aug and found that all 260/262 alarms were in adult mode. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us giving a repeating and nuisance 260/262 circuit occlusion alarms while on very low birthweight babies in nicu (neonatal intensive care unit). Furthermore, there was no information regarding patient harm associated with this event.